Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Energy delivered and the cut test passed. Root cause is non device related factors. Additional finding not reported by the site: visual inspection was conducted and found a dislodged retaining ring inside the housing. The retaining ring was attached to the chassis magnet. An input bearing was dislodged as a result of the dislodged retaining ring. Root cause of this failure is attributed to manufacturing. A review of the logs showed no failures. For clarification, the dislodged retaining ring is an input disk retaining ring which is inside the housing and not a grip tube retaining ring.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the vessel sealer extend was connected to the vision side cart (vsc) and seated into the robotic arm. The surgeon stated the vessel sealer would not work. The customer removed the instrument from universal surgical manipulator (usm) and seated. The customer also tried disconnecting the cord and reconnecting the cord to vsc. The customer also detached and reseated the arm drape. There was no change that occurred, and the instrument still would not work. Another vessel sealer was brought to the room and worked without complications, and the procedure was completed as planned. The procedure was completed with no reported injury.